Manufacturer narrative:
Block h6: imdrf device code a020503 captures the reportable event of packaging seal compromised.

Event description:
It was reported to boston scientific corporation that a cre pro wireguided dase dilatation balloon was intended to be used in a procedure performed on (B)(6) 2026. Prior to the procedure, the seal of the outer package was noticed to be broken. The procedure was completed with another of the same device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.